Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify a lot specific issue at this time. Based on this information, a cause for the reported gripper actuation issue cannot be determined. The reported inability to grasp the leaflets was due to patient anatomy. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve however the leaflets were unable to be grasped. The cds was retracted to the left atrium (la) when it was noted on the gripper arms was unable to be raised. The cds was removed and replaced with a new one however the leaflets were again unable to be grasped. The cds was removed and the procedure aborted with the mr remaining at 4. It is possible the leaflets were damaged during the grasping attempts. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.